Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was received at our fisher & paykel healthcare (fph) regional office in (B)(4) where it was inspected by a trained fph technician. The device was performance tested at the regional office and the compliance log of the device was provided. The compliance log was inspected as part of the investigation in fph (B)(4). Results:the subject airvo passed all functional tests. Upon inspection of the compliance report it was found that the reported error code was not recorded. There was no evidence in the compliance report of any fault or error that may have caused the airvo to stop functioning. The customer reported that the airvo displayed error e142 and that it stopped delivery . Our evaluation of the information in the error log leads us to conclude that neither of these events occurred. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: no fault that could lead to the reported complaint was found with the subject airvo. Insufficient information was provided by the customer to conclusively determine what caused the event. The airvo 2 user manual provides the following warnings: do not block the flow of air through the unit and breathing tube; check the heated breathing tube or patient interface for blockage; the oxygen concentration delivered to the patient can be affected by changes to the flow setting, oxygen setting, patient interface or if the airpath is obstructed. The manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in (B)(6) reported that an airvo2 humidifiert showed error e142 (heated breathing tube error) and stopped flow delivery, leading to the desaturation of a patient. It was reported that the patient was changed to a second airvo unit and he then stabilised, with no further consequence.